Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet fixed cruciate tibial plate, cat#: 141231, lot#: j3622635; vngd ps+ tib brg 12x63/67mm, cat#: 183722, lot#: 619500; series a pat std 31 3 peg, cat#: 184764, lot#: 367780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018-01655, 0001825034-2018-01654. Remains implanted.

Event description:
It was reported that patient is experiencing pain and possible allergic reaction that began approximately four months after total knee arthroplasty. No further information is available.